Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effect dissection of the coronary artery is listed in the xience prime ll, ce, everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric and 99% stenosed distal left anterior descending artery. A 2.0 x 15 mm unspecified balloon catheter was used for pre-dilatation. A 2.75 x 38 mm xience prime stent was deployed when a distal edge dissection occurred. Another xience prime stent was used to treat the dissection. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.